Manufacturer narrative:
(B)(4).

Event description:
The dentist reported 10 days after the dental implant was installed in intraoral region #10 it was verified its' loss of osseointegration, but didn't provide any other information about the case.